Event description:
Clinical study: it was reported that 268 and 306 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a stent thrombosis (st), a myocardial infarction (mi), and a target vessel reintervention (tvr) of the right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 2.75 mm vessel diameter, 95% stenosed region of the rca. The lesion was 28.0mm in length, and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x32mm drug eluting stent w/o complication. It was noted that visible thrombi were observed at the lesion post ptca. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt experienced a st, a non q-wave mi, and underwent a tvr 268 days post index procedure. The st was confirmed by angiography. The mi and st were both resolved by hospitalization and tvr that day. The tvr consisted of plain old balloon angioplasty of the rca. In the opinion of the physician there was a probable relationship between the events and the taxus stent. The pt was discharged the same day as the event.